Event description:
It was reported that the occlusion balloon ruptured after it was inflated during use. No balloon fragments were left in patient. It was reported the patient suffered asymptomatic cerebral infarction, and hyperfusion.

Manufacturer narrative:
Method: actual device used during case was evaluated. Visual examination performed. Results: the actual device used during the case was returned and evaluated. Visual examination of the returned occlusion balloon device revealed that the tip of the device is bent. The occlusion balloon material is baggy and torn away from the proximal seal. The positive stop was in the closed position. Inspection of the occlusion balloon wire laser cut colis indicate excessive stress was applied to the device during retraction from the patient. The distal seal also shows signs of excessive stress. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed for ruptured balloon material. The analysis is complete as of today(B)(4) 2011.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.